Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2317-70, serial # (B)(4), description: infinion cx contact lead. Model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead 50cm. Model # sc-2366-70, serial # (B)(4), description: linear 3-6 lead 70cm. Model # sc-3354-25, serial # (B)(4), description: w4 splitter 2x4-25 cm. The explanted leads and splitters were not returned to bsn as they were damaged during the procedure. It is indicated that the leads and splitters will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's system was explanted due to inadequate stimulation.

Manufacturer narrative:
The ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient's system was explanted due to inadequate stimulation.